Event description:
It was reported that the patient presented with noise on the atrial lead. A lead fracture was suspected. An explant and replacement procedure had been discussed but not yet performed. No patient symptoms or additional information was reported.